Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a frozen display and multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display returned after insulin pump restart. Customer reported that they were unable to clear the alarm. Customer stated that insert battery alarm occurred after the time that the buttons were not responding. Customer was unable to clear the pump errors alarm, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No pump error 23 noted during testing or frozen screen anomaly. No battery or power anomalies noted during testing or in power graph.